Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2 mg/ml morphine at 0.7 mg/day for non-malignant pain. It was reported that the patient's pump was empty. The patient was out of town and missed the refill appointment. The patient was at the emergency room, but the emergency room wont fill the pump. It was reported that the low reservoir alarm occurred on (B)(6) 2019, and the pump had not been interrogated since the low reservoir alarm occurred. No symptoms were reported. No further complications were anticipated/reported.